Manufacturer narrative:
(B)(4). Date sent: 10/10/2023. D4: batch # 413c16. B3: date of event is 2023, event day and month unknown. Captured as 1/1/23. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device was returned with no apparent damage, with a tyvek, and with a gst60w reload present. The reload was received partially fired 2/3 with damage on the reload deck and bent at the proximal end. Upon evaluation of the reload, the reload pan was noted to be partially dislodged and the sled was noted to be misplaced on the reload. In addition, a gst45g reload was received fully fired and with no apparent damage. The manual override door out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and then, the returned device and reload were tested for functionality in the straight position by resetting and reloading it into the device. The device achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples meet the staple form release criteria. The device opened and closed without any difficulties noted. The knife reverse button worked properly during testing. It is possible that the damage noted on the returned reload was due to improper handling of the reload. The partially fired is consistent with an incomplete or interrupted cycle. The damage to the reload is consistent with the device being clamped over a hard object. To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Please reference the instruction for use for more information.   As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 413c16, and no non-conformances were identified.

Event description:
It was reported that at the (B)(6) hospital, the surgeon was performing a laparoscopic right hepatectomy. During the procedure, the surgeon fired a psee60a with a white reload. Staples were formed but the jaws of the stapler could not open after firing. The surgeon performed a manual override to open the jaws. He was then able to remove the stapler from the patient.